Event description:
On (B)(6) 2012, the reporter contacted animas and stated that on (B)(6) 2012, the patient experienced a blood glucose (bg) value over 300mg/dl, was not feeling well and was admitted to hospital with diabetic ketoacidosis (dka) due to a shortage of insulin. It was noted that the pump had a cracked battery compartment, was losing power and the patient was not receiving insulin. The patient was reportedly aware that the pump was losing power but continued to use the pump and did not report the issue. The reporter stated that she was unaware as to when the power issue with the pump occurred. This complaint is being reported due to the patient's hyperglycemic event while using insulin pump therapy. Use error contributed to the reported bg excursion as the patient continued to use a damaged pump. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.